Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. (B)(4) lot unknown, UDI unavailable. The screw was originally implanted during a slipped capital femoral epiphysis (scfe) procedure on an unknown date device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the patient experienced non-union and the bending of screw. A revision surgery was done to strengthen the construct. The screw was left in the place and two additional screws were implanted. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to a bent cannulated screw and nonunion. The screw was originally implanted during a slipped capital femoral epiphysis (scfe) procedure on an unknown date. The screw was not removed from the patient per the parents¿ request. The surgeon reinforced with two additional unknown screws. The surgery was successfully completed with no delay and good patient outcome. This complaint involves one (1) part. Concomitant device reported: unknown washer (qty one (1)). This report is 1 of 1 for (B)(4).